Event description:
It was reported that the patient presented for a normal generator change and atrial lead replacement procedure. The atrial lead exhibited low impedance. Upon reviewing the stored electrograms, episodes of auto mode switch revealed noise on the lead. Insulation anomaly was also noted on the lead. The atrial lead was capped and replaced on (B)(6) 2017 successfully. The patient was stable post procedure.